Event description:
A report was received that the patient had to forcefully push the charger into the skin in order to charge the ipg. The patient will undergo a pocket revision.

Event description:
A report was received that the patient had to forcefully push the charger into the skin in order to charge the ipg. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision and ipg replacement. The patient is reportedly well following the revision. The explanted ipg will not be returned to bsn as it was discarded by medical facility.